Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected pump error 82 or 81 alarm noted. The motor was tested outside of the device and passed. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced high blood glucose. The customer blood glucose level was 24.1 mmol/l at the time of incident and other blood glucose value was 17.4 mmol/l. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that auto mode feature was not active at time of high blood glucose event. Customer reported that they received multiple insulin pump errors alarms. Customer were able to clear alarms and able to complete rewind the insulin pump. Customer performed self test and displacement test both test were passed. The customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump will be returned for analysis.